Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a premature detachment was reported with the adc device. The sensor detached after 5 days of wear and the customer was unable to obtain readings. Customer received treatment of juice, sugar, or food provided by a non-healthcare professional. No further details were reported. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which a premature detachment was reported with the adc device. The sensor detached after 5 days of wear and the customer was unable to obtain readings. Customer received treatment of juice, sugar, or food provided by a non-healthcare professional. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a premature detachment was reported with the adc device. The sensor detached after 5 days of wear and the customer was unable to obtain readings. Customer received treatment of juice, sugar, or food provided by a non-healthcare professional. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor, no issue were observed. No malfunction or product deficiency was identified. Unable to perform further investigation due to adhesive not being returned. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.